Manufacturer narrative:
(B)(4). Concomitant medical product: oss porous coated im stem w/screw - 11.5 mm x 90 mm, item #: 150382, lot #: 339930; oss segmental femoral - left 7 cm, item #: 150355, lot #: 190480; oss porous coated bowed im stem w/screw, item #: 150402, lot #: 249770; oss-k diaphyseal segment 4cm w/screws, item #: cp111275, lot #: 011040; oss porous coated bowed im stem w/screw, item #: 150403, lot #: 614490; oss 16mm tibial bearing, item #: 150412, lot #: 485450; oss femoral bushings, item #: 150477, lot #: 381710; oss tibial bushing, item #: 150476, lot #: 337250; oss-k 67 mm modular porous coated w/plug tibial base, item #: cp102513, lot #: 684410; oss locking pin, item #: 150478, lot #: 823670; oss tm yoke, item #: 150493, lot #: 190730. Customer has not indicated that the product will be returned to zimmer biomet for investigation. Current location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2017-03140, 0001825034-2017-03127, 0001825034-2017-03129, 0001825034-2017-03130, 0001825034-2017-03131, 0001825034-2017-03132, 0001825034-2017-03133, 0001825034-2017-03134, 0001825034-2017-03135, 0001825034-2017-03136, and 0001825034-2017-03139.

Event description:
It was reported that following a total knee arthroplasty, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as only the patient's yoke was replaced due to a fracture.